Event description:
It was reported that a patient had a mild case of erythema at the implantable neurostimulator (ins) incision site. The patient was p rescribed bactrim for 7 days on (B)(6) 2013. The diagnostic method was palpitation or examination of the area and the patient was diagnosed on (B)(6) 2013. It was reported that the issues resolved and the patient recovered without sequela on (B)(6) 2013. No further information was provided.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).